Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Litigation alleged the asr hip was explanted due to pain, dislocation of the implant, infection and other injuries due to excessive levels of chromium and cobalt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.